Event description:
Customer reported receiving a no delivery alarm from the insulin pump. Customer was assisted by the helpline in clearing the alarm, and a prime of 5.0 units insulin was possible. It was advised the insulin pump was working as designed. The customer's blood glucose value was reported as 400 mg/dl the day prior to the call with the helpline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.